Event description:
Patient's cheek was burned by the handpiece when it was used as a cheek retractor.

Manufacturer narrative:
Patient was given vicodin pain reliever and kenalog orabase. Patient has healed completely. The user used the handpiece as a check retractor causing the handpiece to overheat. Office staff did not lubricate the handpiece as directed in the instructions for use. Due to improper maintenance, bearings were worn and gritty in drive assembly and shaft, the chuck was slipping, low debris level was present. Proper maintenance to handpiece was discussed.